Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that at the start of a sleeve gastrectomy procedure, the teflon pad partially separated about half way down the jaw and metal was exposed. The teflon pad did not fully detach. No device fragment fell inside the patient. There was no damage noted on the probe tip. In addition, no error code displayed prior to the teflon pad separating. There was no patient injury that occurred as a result of the event. The procedure was completed using a different but similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported teflon pad damage. A visual inspection was performed and found the teflon pad severely worn exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device was attached to an olympus generator (usg-400/esg-400) and a probe check was performed. The device passed the probe check. The most likely root cause for the reported teflon pad damage could be due to insufficient tissue between the probe and jaw when the device was activated.